Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. (B)(4).

Event description:
Complaint #(B)(4). It was reported that there was difficulty removing the catheter. Once the catheter was removed a cuff was noticed from the balloon. The patient experienced urethral irritation and pain, which required unknown intervention. Patient was discharged the next day. Additional information has been requested but not yet received. Per mw (B)(4): foley was placed in the operating room. When rn went to remove foley the following day, met with resistance and patient was complaining of pain. Ridge at the end of the catheter was giving a lot of resistance coming out of urethra opening. Patient experienced increased pain required intervention and urethral irritation.